Manufacturer narrative:
Device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As originally reported, prior to use during a procedure to place a renal stent, the dilator would not enter a flexor ansel guiding sheath. The device did not make patient contact, and a new sheath was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Upon investigation of the device on 22jun2022, sheath delamination was noted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: b1, h1 b1, h1: upon further review of this complaint, it has been determined that this event is not reportable under FDA 21 cfr part 803. The delamination noted in the sheath was discovered after destructive testing in the lab at cook, and was likely due to repeated testing and removal of the hub. There was no report of delamination by the customer. Per a search of risk documentation and previous complaint data, there is no evidence to suggest that delamination found upon destructive testing would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury was alleged, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary: as originally reported, prior to use during a procedure to place a renal stent, the dilator would not enter a flexor ansel guiding sheath. The device did not make patient contact, and a new sheath was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Upon investigation of the device on (B)(6) 2022, sheath delamination was noted. Investigation ¿ evaluation. A visual inspection and dimensional verification of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record (DHR), drawing, specifications, the instructions for use, manufacturing instructions, and quality control data. One flexor ansel guiding sheath was received in prior-to-use condition with one sheath and two dilators. Neither of the dilators would advance completely through the sheath. The 0.038-inch dilator was able to advance 21 cm and the 0.018-inch dilator was able to advance 20.2 cm into the sheath. Neither dilator could be fully advanced through the distal tip of the sheath. The 0.038-inch dilator was only able to advance 17.3cm, and the 0.018-inch dilator was only able to advance 20.5cm. The inner and outer diameters of both dilators measured within specification. The inner diameter of the sheath measured smaller than specification. The hub was removed from the sheath, and a 0.070-inch tubing was able to advance through the hub. In the flare of the sheath, it was discovered that there was damage and delamination, both of which were likely caused by the repeated testing and removal of the hub. In response to this incident, cook reviewed the DHR for the complaint lot as well as relevant lots at the sub-assembly and raw material level. The DHR for these lots records no relevant nonconformances. No additional complaints were recorded for these lots. Cook also reviewed all lots manufactured by, or quality control checked by, the same personnel as the complaint lot during the same week as the manufacture of the complaint lot and found few relevant non-conformances and no additional complaints on any lots. The device history record review, as well as 100% inspection of the product, provides evidence that no additional nonconforming product from the complaint lot or related lots exists in house or in the field. Cook has concluded that this was an isolated incident which did not necessitate escalation. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: ¿sheath introduction: 2. Using the side-arm of the valve, flush the sheath by filling the sheath assembly completely with heparinized saline. 3. Flush the dilator with heparinized saline. 4. Insert the dilator completely into the sheath. If the sheath has a tuohy-borst valve, tighten the valve around the dilator.¿ cook has concluded that quality control deficiencies contributed to this incident. As the appropriate personnel is no longer an employee at cook, the department manager was notified. Per the quality engineering risk assessment, no further action is warranted. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.